Manufacturer narrative:
Conclusion: the determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Root cause: the reported complaint of audible alarm failed were duplicated due to not connected cables and damaged speaker & cables. Faults are found on this returned v200 ventilator.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported the audible alarm failed message appeared. The field service engineer (fse) reported there was no patient involvement.